Event description:
Customer reported leaking at filter area during amiodarone infusion. There was also a diprovan primary infusing into the introducer and the leaking caused the diprovan to siphon back. The leaking filter set was replaced and the infusion continued with no problems. No patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: april 23, 2014. Internal file no: (B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.